Manufacturer narrative:
Report 1718912-2016-00013 is associated with argus case (B)(4) biotene oral balance gel (aroma).

Event description:
Aspirated some biotene gel [medication aspiration], respiratory complication associated with device [respiratory complication associate with device]. Case description: this case was reported by a consumer and described the occurrence of medication aspiration in a (B)(6) male patient who received glucose oxidase (biotene oral balance gel (aroma)) gel (batch number w4n081, expiry date 30th november 2017) for product used for unknown indication. On an unknown date, the patient started biotene oral balance gel (aroma) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene oral balance gel (aroma), the patient experienced medication aspiration (serious criteria gsk medically significant) and respiratory complication associated with device. Biotene oral balance gel (aroma) was discontinued (dechallenge was positive). On an unknown date, the outcome of the medication aspiration was recovered/resolved and the outcome of the respiratory complication associated with device was unknown. It was unknown if the reporter considered the medication aspiration and respiratory complication associated with device to be related to biotene oral balance gel (aroma). Additional details, the consumer stated that he aspirated some biotene gel.